Event description:
The customer reported a vent inoperable condition while the vent was on a patient. Per the respiratory therapy (rt) supervisor, when the rt's arrived, a nurse had already taken the patient off the vent and was bagging the patient. There was no harm or change of therapy. Extended self testing (est) was done right after the event, and the vent passed all tests. The mallinckrodt customer service engineer and the hospital biomed also ran est, and the vent passed all tests. The rt supervisor believes the cause was probably a loose trach tube cuff, and not the fault of the vent. There is no conclusive evidence of the root cause of the vent inoperable event.